Event description:
Healthcare professional (hcp) of the home patient (hp) reported the hp experienced shakes and chills while using the homechoice cycler for apd therapy. The hcp relates that the hp experienced shakes and chills for 10 days, however, the hp did not experience any abdominal pain or fever. On 12/01 the hp went to the ER and blood cultures were taken, which were found to be gram positive. The hp was administered vancomycin ip as a prophylactic antibiotic at the clinic on 1/02. Hcp further relates that the hp had 3 cultures of effluent that were taken over the course of the 10 days and all cultures were found to be negative for peritonitis. Hcp relates that the attending physician felt that the hp had a viral infection.